Event description:
This event was reported as prosthetic valve endocarditis, source of infection not stated. Pt had atrial fibrillation also as pre-operative diagnosis in 1999. No further info was provided.